Event description:
An inventory manager reported that a dialyzer blood leak occurred 30 minutes into the patient¿s hemodialysis (hd) treatment. Upon follow up with the clinical manager and registered nurse, the blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. The machine remained in service without repair or any further issues. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
An inventory manager reported that a dialyzer blood leak occurred 30 minutes into the patient¿s hemodialysis (hd) treatment. Upon follow up with the clinical manager and registered nurse, the blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. The machine remained in service without repair or any further issues. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.